Manufacturer narrative:
Patient code: not labeled. These codes were selected by the manufacturer based on information obtained from the user facility. H4: the lot number is unknown; therefore the manufacture date cannot be determined. The electrosurgical unit was not returned for evaluation; a device evaluation is not available. Therefore, the relationship between the device and the event is undetermined. The march 2008 15-month hemostasis generator product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an undefined procedure, in 2008 (male patient, age and weight are unknown). According to the complainant, the patient "claimed to have been shocked during the procedure." Additional information provided by the customer revealed that the customer's biomed department evaluated the system and was not able to identify a problem. Multiple attempts have been made to ascertain additional details regarding this event, to no avail. The patient's post-procedure status is unknown.